Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during an arteriovenous graft procedure, while attempting to dilate a 95% occluded basilic vein, there was nearly 100% waist mid balloon due to the tight lesion. The balloon was inflated to 20 atms, reducing the waist to 50%, however, the balloon ruptured. A second foxcross was used to achieve successful dilatation and there were no adverse pt effects.

Manufacturer narrative:
(B) (4). (B) (4) (off-label use in the basilic vein and balloon inflation above rbp). The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional event info. Physician preference testing.